Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that a fluid leak was encountered during pd treatment. The patient said that there was an air detected in cassette warning during pd treatment. The patient canceled treatment and found fluid inside the cassette door. The patient was issued a new cycler. In a follow up, the patient's pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event associated with the leak. The patient is still using the same cycler. The cycler set is not available to return for investigation.

Event description:
A peritoneal dialysis (pd) patient reported that a fluid leak was encountered during pd treatment. The patient said that there was an air detected in cassette warning during pd treatment. The patient canceled treatment and found fluid inside the cassette door. The patient was issued a new cycler. In a follow up, the patient's pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event associated with the leak. The patient is still using the same cycler. The cycler set is not available to return for investigation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.